Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device is experiencing a damaged bearings issue and is being returned for service. It is unknown if injury or medical intervention were reported. The device was not being used during surgery. The date of the event is unknown. No additional information was provided.